Manufacturer narrative:
Batch review performed on 07 november 2019. Lot 083625/t: 1 item manufactured and released on 19-may-2014. Expiration date: 2019-04-30. No anomalies found related to the problem. To date, 1 items of the same lot have been already sold. Clinical evaluation performed by medical affairs director: 5 years after primary cementless tha the femoral stem gets loose and needs revision. We have only one, poor-quality image: in this single projection the stem looks slightly undersized, but of course it's possible that in the perpendicular view the stability that allowed it to perform for 5 years is evident. Apart from this, we are unable to identify a potential cause for this loosening.

Event description:
Patient required revision due to thigh pain (stem loosening) almost 5 years after primary. The surgery was completed successfully.